Manufacturer narrative:
A bench service engineer (bse) evaluated the device at a bench service center and found that the touchscreen was not working. The bse attempted to calibrate the touchscreen, but the device issue did not resolve. The bse determined that the touchscreen needed to be replaced. The bse replaced the touchscreen to resolve the touchscreen not responding issue. Following the part replacement the bse completed a performance verification test (pvt) which the device passed. The bse restored the device's factory settings, confirmed the device was fully functional, and will return the device to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A bench service engineer (bse) evaluated the device at a bench service center and found that the touchscreen was not working. The bse attempted to calibrate the touchscreen, but the device issue did not resolve. The bse determined that the touchscreen needed to be replaced. This investigation is ongoing.